Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jab0812, mfg. Date 10/02/2014, exp. Date 09/30/2019. Batch # jcb2171, mfg. Date 10/28/2014, exp. Date 09/30/2019. Batch # jdb3421, mfg. Date 02/26/2015, exp. Date 01/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jdb3421, batch jcb2171, batch jab0812.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and mesh was implanted. The mesh was applied on the myometrium. Two days following the procedure, the patient experienced peritonitis. The infection symptom appeared around the device and the surgeon opined that the device caused this problem. The patient was discharged from the hospital. No additional information was provided.